Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked. The returned battery cap had stripped threads and was unable to secure properly to the pump. A power loss was observed using the returned battery cap. A test battery cap was able to attach to the pump and the pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap had stripped threads. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.